Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, it was not possible to establish communication between the subject ICD and the programmer. The attempts were done with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations have been sent on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, device replacement should be evaluated).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, it was not possible to establish communication between the subject ICD and the programmer. The attempts were done with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations have been sent on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, device replacement should be evaluated).

Manufacturer narrative:
The device was explanted and will be returned for analysis.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, it was not possible to establish communication between the subject ICD and the programmer. The attempts were done with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations have been sent on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, device replacement should be evaluated).

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behavior (blocked telemetry).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, it was not possible to establish communication between the subject ICD and the programmer. The attempts were done with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations have been sent on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, device replacement should be evaluated).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, it was not possible to establish communication between the subject ICD and the programmer. The attempts were done with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations have been sent on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, device replacement should be evaluated).